Event description:
The customer contacted abbott regarding failed calibrations for the axsym rubella igg reagent, where error 1111 (calibration check failure, m-cal 1, response too large) was generated using two new reagent lots. Abbott reviewed maintenance and troubleshooting procedures with the customer, and sent the customer new calibrators. The new calibrators did not resolve the issue, however, a second recalibration passed although calibration was at the upper limit. The abbott field service representative (fsr) did some troubleshooting and attempted recalibration which failed. The fsr did further troubleshooting using axsym bulk solution #4 and the a successful calibration was achieved. About a week later, the customer reported the rubella quality controls were within range. There was no impact to patient management.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.